Event description:
It was reported that while the health care professional (hcp) was performing a subcutaneous implantable cardioverter defibrillator (s-ICD) follow-up, the hcp pressed on 'scan for devices,' the device was found, and the hcp was prompted to perform a software update. Halfway through the software update, connection was lost. The hcp tried to reconnect the device but 'scan for device' did not work. The hcp tried a new wand, a different programmer, a different room with no success. A 60-60 magnet reset was performed, and the device showed alternating tones after the reset. However, the device still could not be found. Technical services (ts) was consulted and provided the recommendation to admit the patient and try again after four hours. The hcp decided, in consultation with the patient, to dismiss the patient and see if they can perform a latitude patient-initiated interrogation (pii). The device still beeps in a normal fashion to a magnet. The patient will be seen next week. No adverse patient effects were reported. This product remains in service. Additional information: extensive troubleshooting support was provided by ts via telephone. It was not possible to interrogate the device; therefore, device replacement was recommended by a ts consultant. It was noted by the hcp that a new interrogation attempt with be done in a few days in a low electromagnetic interference (emi) room, if possible. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that while the health care professional (hcp) was performing a subcutaneous implantable cardioverter defibrillator (s-ICD) follow-up, the hcp pressed on 'scan for devices,' the device was found, and the hcp was prompted to perform a software update. Halfway through the software update, connection was lost. The hcp tried to reconnect the device but 'scan for device' did not work. The hcp tried a new wand, a different programmer, and a different room with no success. A 60-60 magnet reset was performed, and the device showed alternating tones after the reset. However, the device still could not be found. Technical services (ts) was consulted and provided the recommendation to admit the patient and try again after four hours. The hcp decided, in consultation with the patient, to dismiss the patient and see if they can perform a latitude patient-initiated interrogation (pii). The device still beeps in a normal fashion to a magnet. The patient will be seen next week. No adverse patient effects were reported. This product remains in service. Additional information: extensive troubleshooting support was provided by ts via telephone. It was not possible to interrogate the device; therefore, device replacement was recommended by a ts consultant. It was noted by the hcp that a new interrogation attempt with be done in a few days in a low electromagnetic interference (emi) room, if possible. No adverse patient effects were reported. Additional information received 21-jun-24 indicates the patient attended in-clinic follow-up, and their device was interrogated without any issue. Device data was uploaded to latitude. Boston scientific engineering performed an analysis of device data and concluded the device does not have any system error nor abnormal resets. Power consumption is appropriate as well as impedance data. The cause of the telemetry difficulty is unknown. As such, it was advised that a connection to the device via latitude is confirmed for monitoring purposes.